Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The available information indicates all hardware was removed in a revision surgery on (B)(6) 2018. Although a number of factors could have contributed to the hardware removal, additional information from the explanting surgeon indicated it was allegedly due to recurrence. Upon removal, no malfunction was found with any of the hardware and the patient's bones were completely fused/healed. The reported recurrence was addressed by revision using tmc devices. No deficiencies have been alleged/found with any tmc hardware nor was it a determining factor for performing the revision surgery. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2017, all tmc hardware was removed in a revision surgery on (B)(6) 2018 due to alleged recurrence. There was no other report of any patient impact or injury as a result of this event.